Event description:
Additional information was received that a revision procedure was performed to replace the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during routine follow- up, it was noted that the battery of this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting prematurely. It showed 2.5 years remaining longevity about 5 months ago. Three months later, this decreased to 10 months remaining longevity. A week later, it showed only 6 months of remaining battery life. It was also reported that the right ventricular (rv) lead exhibited chronic high pacing threshold measurements. The patient was scheduled for a device change out at which time the device will be returned for analysis. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.